Event description:
A common short 4 fr sheath was inserted for general diagnostics. Change of sheath. A common 5 fr dilator was used for intervention of cross over technique before changing to the 4 french, 100cm long fortress introducer sheath. No problem occurred during inserting over the 0,035" wire. The wire was situated in profunda artery. Afterwards the user wanted to withdraw the sheath 2 cm before probing the bypass outlet (fem-pop iii) to maneuver the wire tip freely. He noticed that the sheath did not move anymore/has got stuck. He pulled stronger until the sheath did break. The wire reinforcement was still connected, but was cut off and the pt was brought to the operating room. It was discovered that the sheath got stuck I the groin (very hard tissue due to a previous groin surgery). A surgery on the groin with vein patch had to be done to remove the remaining parts of the sheath.

Manufacturer narrative:
The IFU for this medical product defines following procedure for situation of a stuck introducer: "do not attempt to advance or withdraw the introducer.....if resistance is felt. Use fluoroscopy to determine the cause. If the cause cannot be determined and corrected, discontinued the procedure and withdraw the introducer sheath. Continued advancement or retraction against resistance may result in serious injury, and/or breakage of the guide wire, introducer sheath, catheter or international medical device." No action from MFR side implemented. The design is reconsidered as safe and sufficient. Criteria for sheath is to withstand a min. Force of 22n without breakage. Warning about potential of breakage when applying strong force is given in IFU. According to the user the previous groin surgery was the cause for the problem (very hard tissue). It is known that especially for older pts and under stress the vessels can tend to contract and then clinicians can get problems with withdrawal of the device. This breakage could have been prevented if physician would have followed advice given in IFU and not would have tried to withdraw sheath by all means. The recent FDA inspection at contract medical international resulted in an observation related to MDR (medical device reporting). We have already sent to FDA a corrective action plan. Reporting of pc11026 is one outstanding action from the corrective action plan. This complaint is related to an incident on the european market. With these incidents a surgical intervention was required and therefore vigilance report to the applicable european authority was submitted. When cmi evaluated the complaint if MDR reportable or not, an incorrect decision was made, that it was not reportable, because the incident did not occur on the united states market.